Event description:
Two discordant results for gentamicin were obtained on an advia 1800 instrument. The results were reported out and questioned by the physicians. The same samples were repeated on the same instrument. Lower results were obtained and corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant gentamicin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and the data base and ran 10 samples for precision with very good results. Calibration and quality control (qc) were in range. The cause of the discordant gentamicin results is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.